Event description:
Before the surgery, it was noticed that the biolox head size was different than indicated on the package. The head was already pressed into the avantage insert. The difference in size was only noticed afterward hence the products will be returned together. Package label states size -3mm. The actual size was +3mm. Another implant from another hospital had to be used, hence why there was a delay of 60 minutes.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in belgium. H3: visual inspection was performed, as the product was returned to zimmer biomet valencia, spain (product has not been returned at zimmer biomet, UK). Due to circumstances surrounding the covid-19 pandemic, complaint product return cannot be fully performed at this time. Therefore, the complaint investigation will proceed with currently available information. Should the complaint product become available for investigation, the complaint will be re-opened and investigated fully. The reported event has been determined to be a coob. No photographs of the implant (photographs of the label have been provided) have been provided and no product has been returned to zimmer biomet, UK, however, visual inspection of the photographs provided through another complaint ((B)(4)) confirm a commingle has occurred. Ph-2020-00034 has been raised to hold product affected by the issue. Issue evaluation ie-11715 has been raised to further investigate the issue. Health hazard evaluation (determination) hhed-2020-0082 was raised which was escalated to hhe-2020-0040. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. A review of the manufacturing history records confirms no abnormalities or deviations reported. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Risk assessment: risk assessment has been conducted as part of the investigation undertaken in hhe-2020-00040 which has resulted in a field safety corrective action being initiated due to a confirmed manufacturing comingle at zb valencia. Risk assessment summary: pfmea #13 boxing and labeling rev.2 consulted and potential failure mode incorrect inserts selected: potential effect(s) of failure: insert not match with part/customer complaint. Potential causes: operator obtain incorrect material . Severity: 4 critical . Complaint reports that the implant was not used and a delay to surgery occurred. This is in line with the severity score as per zb valencia pfmea. No further action needed on this complaint - the fsca will remove product from the field and no need to re-open complaint for further investigation on return of the product. Corrective actions: ie-11715, hhed-2020-00082 & hhe-2020-00040 raised. Preventive actions: no preventive actions are deemed necessary at this time.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product has been returned at zimmer biomet. Device history record (DHR) was reviewed and no discrepancies were found. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the size of the biolox head indicated on the implant was different compare to the size indicated on the package. Package label states size -3mm. The actual size of the implant was +3mm. The head was already pressed into the advantage insert. The difference in size was only noticed afterwards hence the products will be returned together. It was necessary to get another implant in another hospital. Delay 60 minutes.